Event description:
The customer reported that during preparation for a transurethral resection, there was no image on the camera head. The procedure was completed with a similar device. There was no patient or user injury reported due to the event.

Manufacturer narrative:
The suspect device was returned to an olympus service center for evaluation. During inspection and testing, the report of no image was confirmed due to a failure of the imaging unit. In addition, service found the scope mount was wobbly due to loose parts and there was apparent damage to the cable and video connector due to external stress. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the image issue was due to a charge coupled device failure. However, the definitive root cause of the charge coupled device failure could not be identified. Olympus will continue to monitor field performance for this device.